Manufacturer narrative:
(B)(4). Batch # t5cc2e. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with a tr45w reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the device cut the tissue? If some or all of the tissue was not stapled, but the tissue was cut, how was the transected tissue managed? What was the appearance of the staples? (B-formation, irregular, legs straight)?

Event description:
It was reported that the instrument was used to divide a vessel, and when fired, the staple line was incomplete. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information received: can you please provide more event details? Did the device cut the tissue? Yes. If some or all of the tissue was not stapled, but the tissue was cut, how was the transected tissue managed? With a new stapler. What was the appearance of the staples? (B-formation, irregular, legs straight)? Unknown.